Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ I do not go out due to pain/ I cannot do normal day to day things with due to pain") and genital haemorrhage ("bleeding is constant/ it can last 3/4 weeks") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous ((B)(6)children). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhoea, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved. The reporter considered abdominal pain upper, fatigue, genital haemorrhage, iron deficiency anaemia, pelvic pain and polymenorrhoea to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 10-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain; I do not go out due to pain; I cannot do normal day to day things with due to pain') and genital haemorrhage ('bleeding is constant; it can last 3/4 weeks; prolonged and heavy bleeding') in a 35-year-old female patient who had essure (batch no. He01181) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous (8 children). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), polymenorrhagia ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), mental disorder ("mental injury") and weight fluctuation ("weight fluctuation"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhagia, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved and the alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, genital haemorrhage, iron deficiency anaemia, mental disorder, pelvic pain, polymenorrhagia and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 10-feb-2021: with follow up received, this report was detected to be a duplicate to record # gb-bayer-2019-081113 (medwatch 3500a MFR number 2951250-2021-00291) which will be deleted in bayer safety database after all information was transferred to this duplicate record # gb-bayer-2018-238927 which will be retained. New: case was now reported via lawyer: patient's birth date/age added. Essure lot number (he01181) was provided. New events were added: alopecia, mental disorder, weight fluctuation a lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 18-dec-2018. The most recent information was received on 17-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I do not go out due to pain/ I cannot do normal day to day things with due to pain') and genital haemorrhage ('bleeding is constant/ it can last 3/4 weeks/ prolonged and heavy bleeding') in a 35-year-old female patient who had essure (batch no. He01181) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous (8 children). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), polymenorrhagia ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), mental disorder ("mental injury") and weight fluctuation ("weight fluctuation"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhagia, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved and the alopecia, mental disorder and weight fluctuation outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, genital haemorrhage, iron deficiency anaemia, mental disorder, pelvic pain, polymenorrhagia and weight fluctuation to be related to essure. Batch no: he01181, production date: (B)(6) 2015, expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality-safety evaluation of ptc a lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 28-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I do not go out due to pain/ I cannot do normal day to day things with due to pain') and genital haemorrhage ('bleeding is constant/ it can last 3/4 weeks/ prolonged and heavy bleeding') in a 35-year-old female patient who had essure (batch no. He01181) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous (8 children). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhagia ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), mental disorder ("mental injury") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhagia, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved and the alopecia, mental disorder and weight fluctuation outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, genital haemorrhage, iron deficiency anaemia, mental disorder, pelvic pain, polymenorrhagia and weight fluctuation to be related to essure. Batch no: he01181, production date: 2015-09-25, expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Patient's middle name, date of birth, explant date. Action taken with drug updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I do not go out due to pain/ I cannot do normal day to day things with due to pain') and genital haemorrhage ('bleeding is constant/ it can last 3/4 weeks/ prolonged and heavy bleeding') in a 35-year-old female patient who had essure (batch no. He01181) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous (8 children). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhagia ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), mental disorder ("mental injury"), weight fluctuation ("weight fluctuation"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder or urinary problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhagia, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved and the alopecia, mental disorder, weight fluctuation, dyspareunia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, iron deficiency anaemia, mental disorder, pelvic pain, polymenorrhagia, urinary tract disorder and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as essure removal date (B)(6) 2020. Batch no: he01181, production date: 2015-09-25, expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new events added: bladder disorder, urinary problems, dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ I do not go out due to pain/ I cannot do normal day to day things with due to pain") and genital haemorrhage ("bleeding is constant/ it can last 3/4 weeks/ prolonged and heavy bleeding") in a 35 year-old female patient who had essure inserted (lot no. He01181) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, prolonged periods, anaemia, alopecia, depression, asthma, back pain, miscarriage, depression, back pain, asthma, endometriosis, stomach pain, vomiting, pain in hip, lower abdominal pain, low back pain, iron deficiency anemia, multiparous (8 children) and multigravida. Previously administered products included: mirena and depo provera. Concurrent conditions were listed as asthma, dyspareunia, dysmenorrhea, post coital bleeding, intermenstrual bleeding and menorrhagia. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), polymenorrhagia ("periods are all over the place and very heavy"), abdominal pain upper ("stomach cramps which are horrendous"), iron deficiency anaemia ("iron levels are out of control, making anaemic") and fatigue ("I spend a lot of time in bed, due to fatigue"). Essure was removed on (B)(6) 2020. An unknown time later she experienced alopecia ("hair loss"), mental disorder ("mental injury"), weight fluctuation ("weight fluctuation"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder or urinary problems"), hot flush ("hot flushes"), headache ("headache ") and gastritis ("gastritis"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, polymenorrhagia, abdominal pain upper, iron deficiency anaemia and fatigue had not resolved. The outcomes for alopecia, mental disorder, weight fluctuation, dyspareunia, urinary tract disorder, bladder disorder and hot flush were unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, hot flush, iron deficiency anaemia, mental disorder, pelvic pain, polymenorrhagia, urinary tract disorder and weight fluctuation to be related to essure administration. The reporter commented: discrepancy noted as essure removal datev10-jan-2020. Trailing coils - .3-4 coils on the right side.7 coils on the ;left side. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: optimally placed micro-inserts. And showing correctly placed micro inserts. Batch no: he01181, production date: 2015-09-25, expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event hot flushes, headaches and gastritis added. Medical history & reporter information updated. Lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.